Event description:
Healthcare professional reported approximately one month after injection to the valley of tears, cheekbones, lips, and "the corners" with 4 syringes of juvederm voluma with lidocaine as well as concomitant injection with 3 syringes of juvederm volift with lidocaine and 1 syringe of juvederm volbella with lidocaine pt developed hard edema on the lips and lower face with redness, pain, and heat. Pt was treated with solupred, inorval, and pyostacene. Six days later, the edema resolved. Some 8 days later, pt developed red edema and induration and was treated with augmentin and solupred. Pt continued with disfigured phytase, ecchymosis, and edema under the inferior eyelid and was treated with hyaluronidase which reduced the edema. The next day, the pt visited the ER and was treated with antihistamines. Three days later, another physician treated the pt with augmentin and solupred. After 11 days, pt continued with edema and phytase in the left eyelid and was treated with hyaluronidase, the augmentin was discontinued and the solupred was reduced. Pt continued to receive treatment with dalcaine, rifadin, additional hyaluronidase, and sterdex eye drops until symptoms resolved approximately 4.5 months after onset.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of edema, redness, pain, heat, induration, phytase, and ecchymosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.